Manufacturer narrative:
The field service representative determined there was a fluidics failure of the sample syringe due to the tubing disconnecting from the input water connector. He reconnected the sample syringe input water connector, reflared the tubing and inspected all other syringes for integrity. He performed an air purge and ran control with all results acceptable to the user, and verified analyzer is performing within specification.

Event description:
The user stated the tubing came out of the fitting that connects to the sample syringe and caused a leak. The leak reached to the floor into the walkway and contained with blue pads. No patient results were affected as they were running only qc at the time. No one had fallen or been injured, due to the leak.